Manufacturer narrative:
Evaluation summary: primary operative notes indicate that full extension and 135 degrees of flexion with varus and valgus stability was achieved. Review of the primary operative notes does not indicate root cause. Review of the office visit notes does not indicate root cause. Review of the returned radiographs does not indicate root cause. The implants appear to be in proper position and well aligned. No devices or photos were received as the components are still implanted. A definitive root cause cannot be determined with the info provided. Part and lot numbers are unk; therefore, device history records could not be reviewed and compatibility could not be verified. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt is experiencing pain, irritation, fatigue and possible locking from the knee component.